Event description:
The (B)(6) state public health newborn screening laboratory uses the perkinelmer screening center module of specimen gate (sgsc) software (a class I medical device) to store, retrieve, and process the data associated with specimen testing including but not limited to patient demographics, tests ordered, test results, test result interpretation, quality control results, and result codes (flags) that may be associated with the specimen from its entry into the laboratory workflow until patient report is generated and released. When sgsc software is installed, configurable settings are programmed based on the customer preferences. For instance, each laboratory enters their specific population based reference ranges that are used to evaluate if a patient's test results are normal, below or above the reference range and require further action such as repeat testing. This laboratory specific logic automates the flow of the specimen through the laboratory. The customer defines the nomenclature used for their result codes (flags), and when the software encounters the predefined result code the software processes the specimen according to the logic associated with the result code. The newborn screening laboratory received one specimen for the patient. By protocol, two specimens should be sent for all babies born in (B)(6), but we do not show another specimen of being received for the patient. The baby was born prior to the (B)(6) newborn screening laboratory going live within (B)(6) on (B)(6) 2014. The first and second specimens may have been tested in (B)(6). The specimen was received on 9/18/2014. The initial analysis of galactosemia disorder was found to be low and needing to be confirmed. Requests were created to confirm galt and gao (tgal), but the laboratory cancelled the confirmation requests on 9/23/2014 at 1:11 pm. The patient report was printed on (B)(6) 2014 at 4:37 pm showing galactosemia disorder as normal, even though testing needed to be confirmed. A procedural anomaly occurred. The patient report was issued with a normal disorder interpretation although the sample, which was flagged to be repeated, had not yet been repeated. When the repeat testing was done, the results were normal, so the laboratory decided to not reissue a corrected patient report as the initially released report did, in the end, reflect the eventual disorder normal status of the patient. Internal reference number: (B)(4).